Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 7n2 drawer had a cubie that would not open and contained butorphanol 2 mg. The medication was set to expire the following day, but it could not be accessed or removed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, asked customer to login and inventory medication in cubie pocket, verified the pocket opened and closed back and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.